Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use. The catheter could not go back to the sheath, it was impossible to fully undeploy it. The device had to be removed with the sheath. Device was replaced and the issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use. The catheter could not go back to the sheath; it was impossible to fully undeploy it. The device had to be removed with the sheath. Device was replaced and the issue was resolved. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the devices were not replaced. There was no difficulty withdrawing the devices, just a deployment issue with the catheter.